Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through whitelist review. This issue was confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Upon review of the compatibility list, it was confirmed that the ios 18.1.1 operating system on an iphone se device is not fully tested minimed mobile app version 2.7. The customer's os is included on the graylist for the mobile application, prompting them to receive an untested device message. The customer can proceed to using the app as normal, but the device warning is expected behavior. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile, log in issue - unresolved. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7333, mmt-6102. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated unexpected carelink personal login request or login assistance unable to complete troubleshooting or provide instructions, insufficient information to escalate "unable to pair device (""device not found"" alert) for minimed 700 series pumps (ble) only" customer reports being unable to pair device(s) with pump. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7333. No product return is required for mmt-6102.